Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon fastened the cable and checked the position on x-ray. The surgeon decided to reposition the cable but was unable to unfasten the cable. The surgeon cut the cable and used a different one.